Manufacturer narrative:
Received 1 used arcticgel pad kit. The reported event was unconfirmed, as the problem could not be reproduced. Visual evaluation shows that appearance of the gel in the pad looks normal, there is no alterations or manufacturing deficiencies on the pad surface that would have contributed to the reported problem; the pads were reviewed and found to have the trim pattern correctly performed, the plastic tube were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam were found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connectors were found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. There are no alterations or manufacturing deficiencies on the pads surface that would have contributed to the reported problem. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿the instructions for use baw28-300130-00 establish the following cautioned: ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. ¿use pads immediately after opening. Do not store pads in opened pouch. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. ¿ periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when repositioning the leg pad, which had slipped down, it had taken some skin off of the inside of the patient's left leg and back of the left knee. The patient was a (B)(6) male admitted for sepsis on (B)(6), and therapy was commenced on the arctic sun the same day. He was on quadruple strength vasopressors, extremely oedematous, and was marked very easily. The facility had to remove ted stockings, as they were marking the patient's skin. The facility stated that they were checking the skin every 4-6 hours ,and then increased frequency to every 3 hours. However, the patient was quite unstable and the hospital may not have been able to roll the patient as frequently as every 4-6 hours. Therefore, the back pads were not able to be checked. The therapy was stopped in the evening of (B)(6); however, the pads were left insitu until the (B)(6). The hospital advised that, upon removal of the pads, the patient had blistering and more skin tear around the edges of the pad. It was alleged that the pads were extremely sticky. The wound was in a diagonal that measured at a length of 6cm, with a width of 2mm. Photos were taken; however, permission had not been received to release them from the caldicott. The wounds were left open to air and had improved. The unit was isolated and the affected pad was taken away for assessment by the supplier.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when repositioning the leg pad, which had slipped down, it had taken some skin off of the inside of the patient's left leg and back of the left knee. The patient was a (B)(6) male admitted for sepsis on (B)(6) and therapy was commenced on the arctic sun the same day. He was on quadruple strength vasopressors, extremely oedematous, and was marked very easily. The facility had to remove ted stockings, as they were marking the patient's skin. The facility stated that they were checking the skin every 4-6 hours ,and then increased frequency to every 3 hours. However, the patient was quite unstable and the hospital may not have been able to roll the patient as frequently as every 4-6 hours. Therefore, the back pads were not able to be checked. The therapy was stopped in the evening of (B)(6); however, the pads were left insitu until the 1st. The hospital advised that, upon removal of the pads, the patient had blistering and more skin tear around the edges of the pad. It was alleged that the pads were extremely sticky. The wound was in a diagonal that measured at a length of 6cm, with a width of 2mm. Photos were taken; however, permission had not been received to release them from the caldicott. The wounds were left open to air and had improved. The unit was isolated and the affected pad was taken away for assessment by the supplier.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when repositioning the leg pad, which had slipped down, it had taken some skin off of the inside of the patient's left leg and back of the left knee. The patient was a (B)(6) male admitted for sepsis on (B)(6), and therapy was commenced on the arctic sun the same day. He was on quadruple strength vasopressors, extremely oedematous, and was marked very easily. The facility had to remove ted stockings, as they were marking the patient's skin. The facility stated that they were checking the skin every 4-6 hours ,and then increased frequency to every 3 hours. However, the patient was quite unstable and the hospital may not have been able to roll the patient as frequently as every 4-6 hours. Therefore, the back pads were not able to be checked. The therapy was stopped in the evening of (B)(6); however, the pads were left insitu until (B)(6). The hospital advised that, upon removal of the pads, the patient had blistering and more skin tear around the edges of the pad. It was alleged that the pads were extremely sticky. The wound was in a diagonal that measured at a length of 6cm, with a width of 2mm. Photos were taken; however, permission had not been received to release them from (B)(6). The wounds were left open to air and had improved. The unit was isolated and the affected pad was taken away for assessment by the supplier.